Manufacturer narrative:
Pending evaluation. No information provided in the following section(s).

Event description:
Revision due to polywear on (B)(6) 2019. Liner had wear and needed to be replaced. The surgeon put in novation xle size 36 - g2 extended coverage liner. Hip was replaced with exactech parts on (B)(6) 2010. Put in novation splined extended size 14 stem, novation crown cup size 54 with novation size 32 - g2 liner and a biolox alumina size 32 +0 head.

Event description:
As reported, a patient received an initial tha on (B)(6) 2010. A revision due to polywear was completed on (B)(6) 2019. Device was removed and thrown away at hospital. All available information has been received, at this time. Parts not returning due to being disposed of by the facility.

Manufacturer narrative:
Section h10: (h3) the evaluation noted the revision reported was likely the result of the orientation of the acetabular cup, edge loading/impingement, patient conditions, or a combination of the three, which led to wear of the liner. However, this cannot be confirmed because the component was not returned for evaluation.